Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and went to emergency room. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting for suspend insulin delivery without losing insulin pump's settings. The insulin pump will not be returned for analysis.